Event description:
During attempted implant, the helix of the right atrial (ra) lead would not extend following insertion in the patient's body. The ra lead was removed from the patient's body and the helix could be extended with difficulty. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.